Manufacturer narrative:
(B)(4). The 950n80 neonatal ventilator dual heated circuit kit is not sold in the USA, but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Methods: the inspiratory limb of the complaint 950n80 breathing circuit was returned to fisher & paykel healthcare in new zealand for investigation where it was visually inspected. The resistance of the heater wire was also measured. Results: visual inspection confirmed that the tubing had deformed where it was in contact with the pillow. The insulative coating on the wires of the inspiratory tube was found intact. No signs of arcing or any damages to the wires were observed. The resistance of the heater wire was found to be within specification. Conclusion: based on the information provided by the customer, evaluation of the device, and our knowledge of the product, the cause of the deformed inspiratory limb of the 950n80 breathing circuit was a combination of the tubing being covered by a pillow along with compressive loading while operating under no-flow conditions. The operating flow range specified in the user instructions that accompany the 950n80 neonatal ventilator dual heated circuit kit is 4-40 l/min. The user instructions also state the following: - "do not cover the circuit with materials such as towels, pillows, or bed linen." - "failure to comply with the above warnings stated may impair performance of the device or compromise safety.".

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the inspiratory limb of a 950n80 neonatal ventilator dual heated circuit had deformed. It was further reported that this event occurred after the breathing circuit had been disconnected from the patient, at which time the circuit was covered by a pillow and was operated under no-flow conditions for approximately two hours. There was no patient involvement.